Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data was collected from the device and analyzed. The time of recommended replacement time (rrt) was (B)(6) 2012 at less or equal to 2.62 volt. The weekly battery voltage trend data shows minimum battery of 2.64 to 2.62 volts between (B)(6) 2012. There was also a low battery voltage alert on (B)(6) 2012.(B)(4).

Event description:
It was reported that the patient heard a device alert. The implantable cardioverter defibrillator (ICD)  was found to have depleted in battery voltage rapidly within six months. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.